Event description:
It was reported that a male patient underwent an open reduction internal fixation hip fracture surgery on (B)(6) 2014. The trochanteric fixation nail (tfn) system was used with a short nail. As the surgeon was assembling the system, the metal trocar got stuck in the black aiming arm. The surgeon used a mallet to get the trocar into the aiming arm, then attempted to drill the distal screw but missed the nail completely. The screw was removed and it was decided that the screw was not needed. The surgery was successfully completed with a surgical delay of an hour. No patient harm was reported. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.